Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, failure to capture was observed on the right ventricular (rv) lead. Necrotic tissue or tissue fibrosis at the lead tip was suspected. Chest x-ray was performed. The lead was in normal position. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.